Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Customer did not provide the lot number of the device. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device was returned by customer to roche affiliate. Device was lost in transport between affiliate and investigation unit and was unable to be located so no investigation could be performed. The year is the only known part of manufacture date. We have defaulted to the first of the year.